Manufacturer narrative:
Unit passed displacement test, active current test and self-test. Unit failed sleep current test. Low battery alert less than 1 week not confirmed. Power error detected due to j6 connector resistance issue. High sleep current isolated to pcba 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had low battery alert. Customer blood glucose level was 8.4 mmol/l. The device will be returned for analysis.